Event description:
The customer reported that the ventilator alarmed blower temperature is high. The ventilator was on a patient with covid. The patient was breathing hard at about 60 bpm. There was no patient harm reported. The customer noticed the air inlet filter was dirty and wanted to clean it and place the ventilator back into service. The remote service engineer provided the part number to replace the air inlet filter. The customer placed an order for new filters. Further information is pending.

Manufacturer narrative:
The customer reported that while troubleshooting the unit, he noticed a code 1122. The customer also verified the cooling fan was operating fine. The rse recommended to have the unit run for a few hours to try to duplicate the complaint and run performance verification testing. The customer took the responsibility to correct/repair the device. The customer reported that he will clean the air inlet filter and run the unit for a while. The customer did not respond to multiple requests for additional information. If further information is obtained, a supplemental report will be submitted.